Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the photos, the safety shield is observed to be activated but not observed to be disengaged from the hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported bd eclipse¿ needle had a failure of the safety mechanism. The following information was provided by the initial reporter: "the hinge cap was in place, clicked and then came unhinged".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd eclipse¿ needle had a failure of the safety mechanism. The following information was provided by the initial reporter: "the hinge cap was in place, clicked and then came unhinged."